Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that urine was being drawn directly into the drydoc pump because the instructions were not clear on how to connect the collection canister to the drydoc machine. As a result, there was alleged damage to the canister lid from the urine. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed per review of the product's instructions for use; page 7 of the IFU, illustrates and provides instructions of how to set up the drydoc with the canister. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿inspect the shipping box for damage. If damage is noticed, contact liberator medical at (B)(6) immediately. Carefully remove the unit and all contents, including the packing material, from the shipping container and inspect carefully prior to use. ¿ place the drydoc¿ vacuum station (a) next to the bed or chair where it will be used. It must be close enough for the 70¿ patient tubing (b) to easily reach the user.* avoid creating a tripping hazard with the patient tubing or drydoc¿ vacuum station. *the drydoc¿ vacuum station should be placed on a stable and even surface at or below the user¿s level. ¿ plug the drydoc¿ vacuum station power cord into an electrical outlet. ¿ place the collection canister (c) in the drydoc¿ vacuum station base and press down firmly on the lid. Attach the 16¿ vacuum tubing (d) to the drydoc¿ vacuum station connector port (e) and the connector port labeled ¿vacuum¿ (f) on the collection canister lid. ¿ attach the 70¿ patient tubing (b) to the connector port labeled ¿patient¿ (g) on the collection canister lid. Connect the other end of the 70¿ patient tubing securely to purewick¿ fec (h). Caution: it is important that the port connections be connected correctly for proper operation of the drydoc¿ vacuum station. ¿ turn on the drydoc¿ vacuum station by pressing the on/off switch on top of the drydoc¿ vacuum station. The drydoc¿ vacuum station is functioning when the switch illuminates and the pump makes a soft humming sound. The system is now ready for use."

Event description:
It was reported that urine was being drawn directly into the drydoc pump because the instructions were not clear on how to connect the collection canister to the drydoc machine. As a result, there was alleged damage to the canister lid from the urine. No medical intervention was reported.